Manufacturer narrative:
Section a2, a3, a4 and a5: customer indicated that information is not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), a plunger defect occurred. The customer exerted too much force during insertion, which resulted in a tear of the capsular bag. The device was subsequently removed and a three-piece iol was implanted. The patient¿s status following the incident is unknown. It was noted that the end-user did not seek medical attention. No further information was provided.

Manufacturer narrative:
Corrected information: the manufacturer awareness date for the initial MDR was filed as 9 april 2025; however, it was confirmed that the correct date is 11 april 2025. Therefore, section g3 (date received by manufacturer) should have been filed as april 11, 2025 in the initial MDR. Additional information: section b5 - describe event or problem: through follow-up, it was learned that no excessive force was applied during lens advancement. The capsular tear was not caused due to excessive force to move the piston of the device into the patient's eye. Surgeon reported that the lens advanced faster than usual. Patient is good with no issues. Additional codes added: section h6: device code(s): 4009 - ejection problem. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.